Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and the reported problem was not confirmed. The rse tried reaching the customer several times for more information and resolution but rse did not receive any information or response from the customer. Therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. The evaluation method code was corrected.